Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported a left side "intramammary lymph node", "silicone implant with signs of intracapsular rupture." Healthcare professional additionally reported "anechoic cystic image with thin and regular walls" not device related and "showing irregular contours". Device remains implanted.